Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (above 500 mg/dl). The infusion set site was changed. The customer did not think that the basal insulin night setting was correct. The customer's healthcare provider was adjusting the basal rates to address the high bg.